Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was found that the unit had a damaged cable causing the intermittent image issue. The most probable cause of the complaint is d02, which is cause traced to component failure. A device history review of the actual product was conducted and found no problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no picture. There were no reports of patient harm. No additional information is available.

Event description:
It was reported the camera head had no picture. There were no reports of patient harm. No additional information is available.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.